Event description:
The sales rep reports that during a right hemicolectomy procedure, on the first fire of the device, it cut but did not staple. No staples were deployed. There was some bleeding that was controlled with another device. No patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.